Manufacturer narrative:
(B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) reporting that they had determined a thyroid stimulating hormone (tsh) reagent pack had been mis-loaded on the unicel dxc 600i synchron access clinical system. Per customer, no patient samples had been tested on the mis-loaded reagent packs. The customer only obtained erroneous qc results in connection with the mis-loaded reagent pack. The customer called bec hotline to troubleshoot a tsh calibration curve that failed due to all calibration results giving "no value". Upon troubleshooting with hotline, the customer removed a troponin (accutni) reagent pack from the instrument where there was supposed to be a tsh reagent pack. The customer was able to obtain passing qc results when all on board reagent packs were properly loaded through the instrument software. This report documents event 2 of 3 from this account. Hotline also reviewed the on board reagent inventory and assisted the customer in locating and removing an erroneously loaded accutni and myoglobin reagent pack as well. This MDR documents the misloaded accutni reagent pack (reagent lot#111861). The other 2 events are documented in MDR# 2122870-2011-03650 and 2122870-2011-03651.